Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's high blood glucose level was 507 mg/dl. The customer's low blood glucose level was 53 mg/dl. The customer's other relevant blood glucose level was 70 mg/dl, 148 mg/dl, 59 mg/dl and 142 mg/dl. The customer was assisted with troubleshooting for the high blood glucose level and declined to troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.